Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that several units of feeding tubes were leaking. Additional information received from the sales rep on 02-sep-2019 stated that there was a leakage at the spike connector.